Event description:
Clinical study. It was reported that 659 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 3.0x9mm, 95% stenosed, mildly calcified, and mildly tortuous lesion in the proximal right coronary artery (prox rca) with predilation and placement of a taxus express2 3.0x12mm drug eluting stent, reducing stenosis to 0%. There were no reported complications. The patient was discharged the next day on aspirin and plavix. Six-hundred and fifty nine days after the index procedure, a coronary artery bypass graft (CABG) procedure was performed bypassing the prox rca. The relationship of the CABG to the taxus stent was noted as "unknown". The patient was discharged 9 days later without complications.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available as no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.